Event description:
It was reported that the customer stated the tube had to be pulled out due to leakage. A pin hole was detected on the pilot balloon. Re-cannulation of the pt was performed. There was no info regarding prior use inspection or pre-testing of the tube.

Manufacturer narrative:
The lot number is unk therefore the date of MFR cannot be determined. The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.